Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a specific cause for the report of right ventricular failure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6) , could not be conclusively established. It was reported that the patient was admitted on (B)(6) 2020 with right ventricular failure. It was noted that the event was device or therapy related. No alarms were associated with the event. Intravenous lasix and milrinone were added, and the patient was diuresed. The patient received cardiomems and was discharged on (B)(6) 2020. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. No further information was provided. The manufacturer is closing this file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with right ventricle failure. IV lasix and milirinone was added and the patient was well diuresed. The patient received cardiomems and was discharged on (B)(6) 2020.